Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100618550, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4), model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100566095, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). B3: date is unknown, so estimated date was entered.

Event description:
It was reported that this patient with an artificial urinary sphincter (aus) experienced recurring incontinence but per the patient, they were never truly continent. A surgical procedure was performed during which the device was explanted and replaced. Upon explant the physician identified a hole in the cuff and fluid leakage. No additional information was provided.